Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08720 inches. The test p-cap locks properly in place in the reservoir compartment noted. Device received with normal operating currents. No unexpected failed battery test alarm noted. Device received with cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads and pillowing keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. The customer's blood glucose level at the time of the incident was 540 mg/dl which was treated with the insulin pump and needles. Customer's current blood glucose was 490 mg/dl. The customer also stated that the back of the insulin pump had cracked and the battery kept going low. Customer declined troubleshooting for high blood glucose readings. It was unknown if the insulin pump was on auto mode. The insulin pump will be returned for analysis.